Event description:
It was reported the tip of the wire became separated. During preparation for a procedure, the rotawire was removed from the hoop. Upon removal, it was noted that the tip of the wire had already become separated. The rotawire was replaced with an intact wire, and the procedure was started and successfully completed using the intact wire. No patient complications resulted due to this event.

Event description:
It was reported the tip of the wire became separated. During preparation for a procedure, the rotawire was removed from the hoop. Upon removal, it was noted that the tip of the wire had already become separated. The rotawire was replaced with an intact wire, and the procedure was started and successfully completed using the intact wire. No patient complications resulted due to this event.

Manufacturer narrative:
Investigation of the returned rotawire drive confirmed the reported event. The spring tip of the returned wire was detached from the rest of the wire, and was not received for analysis. Reported events were likely attributed to unintentional, inappropriate handling of the device during unpackaging.

Event description:
It was reported the tip of the wire became separated. During preparation for a procedure, the rotawire was removed from the hoop. Upon removal, it was noted that the tip of the wire had already become separated. The rotawire was replaced with an intact wire, and the procedure was started and successfully completed using the intact wire. No patient complications resulted due to this event.